Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin via a bolus due to miscalculating the amount of carbohydrates consumed. Customer alleged cause was due to user error. The customer's blood glucose (bg) level was 43 mg/dl. Customer received assistance from daughter and was provided with a glucagon injection and sugar water to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.